Manufacturer narrative:
Device evaluated by MFR: unit returned with its original pouch. The device has the distal end unraveled and the device was loaded in another device. The overall length and outer diameter (od) of distal tip couldn't be measured due to the device condition (coil unraveled). The od of middle of the device and the od of the proximal section were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guidewire fracture occurred. During withdrawal of a 035/145 amplatz super stiff guidewire, it was noted that the wire was deteriorated and it lead to an accident of blood exposure for the physician while retrieving the guidewire. No patient complications were reported.

Manufacturer narrative:
Complainant name: (B)(6). (B)(4).

Event description:
It was reported that guidewire fracture occurred. During withdrawal of a 035/145 amplatz super stiff¿ guidewire, it was noted that the wire was deteriorated and it lead to an accident of blood exposure for the physician while retrieving the guidewire. No patient complications were reported.